Manufacturer narrative:
The referenced device was not returned to the manufacture for evaluation. The cause cannot be determined at this time. However, if the device is returned at a later date, this report will be supplemented accordingly. The device instruction manual states that prior to use, visually examine the instrument to confirm it is free of any rough edges, burrs, and irregularities. Also, when using the handle and finger grip, open and close the forceps a few times to verify that the forceps operate smoothly. Always operate the forceps lightly¿excessive force on the finger grip (either pushing or pulling) can cause deterioration and breakage.

Event description:
The manufacturer was informed that during the middle of a hysteroscopic polypectomy procedure, upon grasping soft polyp tissue, the end of the device broke off and fell inside the patient. The physician reported there was no misuse or force applied to the device. The device fragment was retrieved from the patient using another grasper hysteroscopically. There was no unexpected bleeding to the patient. The procedure was prolonged by 15 minutes. The intended procedure was completed with another device. There was no patient injury reported.

Manufacturer narrative:
The device was returned for evaluation. The device arrived in a plastic pouch and the damaged and separated blade was inside a separate pouch, which was attached to the shaft of the device. The shaft of the device has a slightly bowed shape. The handle of the device is in good condition and is working properly. It looks as if the pin holding this blade on popped off. Additionally, the OEM conducted a review of the DHR and indicated there were no non-conformances or deviations in relation to the reported event. The concerned device was manufactured in april 2017. The OEM performed an investigation and noted that this complaint could not be confirmed due to the device not being returned.